Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report provided was reviewed. The technical investigation revealed that the stent is severely deformed at its distal end, i.e. Several struts are bent outwards. Judging from the two radiopaque markers, the stent is displaced by about 1 mm in distal direction. The balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the event description in the cathlab report, the most probable root cause for the complaint event is related to the patients anatomy (i.e. Severe calcification).

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion with 80 percent stenosis degree in the mid to proximal lad. The severely calcified lesion could not be crossed with the device.